Event description:
An attempt was made to deploy a 3.0 mm diameter x 15 mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion, located in the rca # 3-4 was described as non tortuous, moderately calcified with 80% stenosis and was pre-dilated. The patient had two other stents in the rca # 1-2 deployed in the past. The physician attempted to deliver the relevant device to the lesion; however, the lesion was short and the physician decided to withdraw the device. Some resistance was felt during withdrawal. A smaller size endeavor rx drug eluting coronary stent was deployed in the rca # 4 with no difficulties. Thereafter, the physician attempted to re-deliver the relevant endeavor rx device to rca # 3; however, resistance was experienced at calcified rca # 1 and the relevant device could not cross the lesion. The physician had to pull and push the device in order to withdraw it from the patient; during this practice, the stent dislodged in the rca # 1. The dislodged stent was crushed against the vessel wall with a driver coronary stent, then another manufacturer stent was deployed at target lesion. The patient is reported to be fine and no other sequelae were reported. Approximately 9 months 3 weeks post index procedure restenosis occurred and poba revascularization was planned to be carried out approx 13 days later. Investigator indicated that event was related to the device. (Ref MFR # 2953200-2009-01213.)

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (revascularization). (B)(4).

Manufacturer narrative:
It was reported that the patient expired, cause of death and date of death are unknown. (B)(4). Date of death is date death was confirmed.